Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, the patient reported dyspareunia in 2010, date unknown. The device was removed in (B)(6) of 2010. All other information is unknown and unavailable.